Event description:
Customer reported that insulin continues to drip after the motor stops during the manual prime process and insulin was squirting out. Customer mentioned having trouble filling her insulin pump. Customer stated that the blood glucose readings have been below 200 mg/dl and when she eats carbs they go up to 400 mg/dl. Customer has been treating with manual injections. Customer declined to continue troubleshooting. Customer's blood glucose reading at the time of the call was 331 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.